Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device dilator was found bent. The issue was found during preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device dilator was found bent; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.